Manufacturer narrative:
Follow-up # 1 ¿ (09/11/2014). The lay user/patient¿s products have been returned and the test strips were evaluated by lifescan product analysis on 09/09/2014 with the following findings:the test strips have passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue was found, the label on the returned test strip vial was damaged and illegible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.